Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim (B)(4)- we had a full bag of medication infuse > 100 mls and should have only infused 5 ml. Product#: 445129 lot#: 1024015455.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. (B)(6) h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.